Event description:
It was reported that the image disappears randomly on the camera head. The issue was found prior to sedation. The intended procedure was completed using a similar device. There were no reports of patient harm, injury, or death associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, the most probable cause of the complaint is no problem detected. A review of the device history record revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.